Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 17-jun-2012, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a clinical study regarding a patient receiving an unknown medication via an implantable infusion pump. It was reported that the patient experienced symptoms of withdrawal, mainly not getting as good relief as they were used to. A catheter access port (cap) contrast study revealed that it was unable to be aspirated despite visualization and feel, the patient noted increased pain following the dye study. A CT scan without contrast showed that the catheter terminated at level of t11, no evidence of catheter tip associated granuloma. There were no concerning events in the logs. The patient noted mild opiate withdrawal symptoms in form of flulike symptoms that were mild, barely being able to walk, feeling like they were "on fire" and increased pain with no relief from prior increases (increased daily infusion by 20%). Two pump refills were performed in this time period which yielded consistent aspiration of remaining vs expected medications. 2024-10-07 e1: document contained no new information.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the lincial diagnosis was under-dosing due to obstructed/kink in catheter. The catheter was revised.

Manufacturer narrative:
Continuation of d10: product ID 8731sc; serial# (B)(6); implanted: (B)(6) 2010; product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.